Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the device was not returned to depuy synthes for evaluation, however photos/x-rays were provided for review. Review of the provided photos revealed that the attune cr rp insrt sz4 7mm present instability, also, the x-rays shows unintended rotation of the of the platform without having fully dislocated. The complaint condition can be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b1 (is product problem). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon preformed total knee replacement using attune cementless rp implants. Post op x-ray showed post/lateral spin out. Patient was a fixed valgus knee. Surgery included a post lateral capsule release with result in flexion instability. Post op x-ray fond the insert had spun out post/lateral. Patient was revised from a 7mm thick insert to a 16mm insert. Patient was revised on a sat with limited staff and the staff couldn¿t find the 12mm and 14mm thick inserts.